Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation- breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: review of DHR for work order did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All saline breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. As per the procedure the ¿visual inspection¿ was performed and all components were noted conformances during the testing. In addition, the diaphragm valve/seat assembly router was reviewed and all parameters during mixing process met the specifications and the results of quality tests performed were conformance according the current procedures. There were no deviations or non-conformances associated with event of void in valve for saline breast implants

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, curved opening. A leak test was perform and were found three openings. A microscopic analysis identified a curved sharp opening on radius side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification) and two curved striated opening on anterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Besides, observed voids on valve(vv) side out specification per (B)(4) (texture side) unable to take de measurement due to there are many voids and they are little and appears to be delaminated but is because the voids. They are assessed as workmanship. Based on the device analysis the final assessment is: a sharp opening due to unidentified(tear) opening curved striated openings assessed as surgical damage.

Event description:
Device has been explanted.